Event description:
Complainant alleged that monitoring a pt, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.